Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6, and h10. D14 - the sureform 60 stapler instrument associated with this issue has been returned and evaluated by the failure analysis team. Failure analysis investigations could not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed initialization and moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument clamped, fired, and unclamped without any issues. A review of the logs showed no errors. There was an additional observation identified that was not reported by the site that was not related to the customer reported complaint. After manually extending the I-beam, the instrument was found to have lodged staples in the I-beam path. The root cause of this failure is attributed to a component failure. The sureform reload that was used with the instrument was discarded so could not be returned for failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem as previously reported due to the report of the ¿stapler instrument¿s jaws were opened, a staple was stuck to the tissue¿surgeon took slightly more stomach than planned." Corrected information can be found the following fields: b1 updated from "adverse event" to "adverse event and product problem". B2 updated to reflect intervention. Annex a updated to include a150207 and a150208 due to the report of ¿stuck on tissue.¿ annex f updated to f23 based on the reported need take additional tissue with another reload fire. Annex e updated to e2015 based on the reported "tear in the tissue."

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) will not receive the green sureform 60 reload associated with this complaint since it was discarded. The sureform 60 stapler that was used during this procedure has been received, however, investigation has not yet been completed. A follow-up MDR will be submitted when analysis is completed and/or if additional information is received. A review of the device logs for the sureform 60 stapler instrument (part number: 480460-09 / lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the sureform 60 stapler instrument was last used on 25-june-2021 via system serial# (B)(4). An isi clinical development engineer (cde) reviewed the video recording and obtained the following information: "the video shows the stapler with open jaws following the fire. There is a staple lodged in the distal end of the knife track, with a small amount of stomach tissue hanging off the staple. Most of the time with this type of lodged staple, it is due to staples from a previous fire being in the way of the knife track. Like the csr noted, cleaning the jaws between fires is crucial for avoiding this. I was not able to visualize an exposed blade from the video alone." Regarding the site using peristrip (manufactured by baxter) on one side of the reload, the manufacturer's website states the following, which advises against using it only on one side: ¿ensure the anvil and cartridge sides of the loading unit are on the corresponding stapler jaws or the buttress may not adhere to the stapler properly. The cartridge and anvil sides of the psdv reinforcement loading unit differ; substitution of one side for the other may interfere with alignment and adherence of the buttress strips.¿ the stapler logs for the reported incident were reviewed: logs show that the sureform stapler 60 stapler instrument part number 480460-09, lot l92210309-0314 fired 7 reloads (5 green followed by 2 blue). All firings were completed, per the logs. The first firing had 4-5 pauses for compression, and the second firing had 1 pause, but the remaining firings did not have any pauses. There were no incomplete clamps in the procedure. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that tissue was stuck to the reload after firing, with unknown cause. Although it was reported there was a serosal tear, the surgeon stated there was enough space on the stomach to fire inside the staple line of the green reload. The surgeon had stated that he was happier with the second staple line closer to the bougie, and it yielded a better surgical outcome. If this event were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the surgeon stapled stomach tissue using a sureform 60 stapler instrument, with a green sureform 60 reload installed on it. After the fire, the blade did not retract. When the stapler instrument¿s jaws were opened, a staple was stuck to the tissue. When the surgeon tried to remove the staple from the tissue, this caused a tear in the tissue. The surgeon used another load to staple across the tissue and remove torn tissue. There were no further issues. On 29-jun-2021, and 23-jul-2021 intuitive surgical, inc. (Isi) contacted the isi clinical sales associate (csa) and obtained the following additional information regarding the reported event: the patient was a (B)(6) year old female. The surgeon had used the sureform 60 stapler instrument with a green sureform 60 reload installed on it for gastric stapling. The csa stated that the issue occurred during the third staple fire, and there were no issues up until then. During this fire, the sureform 60 stapler instrument did not pause for compression. There was a normal firing sequence with no issues reported with clamping or unclamping. However, when the surgeon unclamped the jaws of the instrument, the blade was exposed and there was a loose ¿open¿ staple in front of the jammed blade which could have been stuck on tissue. When it was removed there was a serosal tear. There was enough space on the stomach to fire inside the staple line of the green reload. The surgeon then used a backup reload and stapled the tissue. The surgeon took slightly more stomach than planned. However, the surgeon had stated that he was happier with the second staple line closer to the bougie, and it yielded a better surgical outcome. There were no system generated errors. The surgeon used the peristrip (buttress material) only on one side, which is not used as intended. The csa also informed the surgeon of the importance of swishing and cleaning the stapler instrument in between fires. It is unknown if the staple was from a previous fire or from the current fire when it was identified. It was confirmed that the procedure completed with the same sureform 60 stapler instrument with no further issues. The sureform 60 stapler instrument will be sent to is for evaluation; however, it was confirmed that the reload was discarded. It was confirmed that the patient is reported to be recovering well with no post-operative complications, the csa provided a short video recording for review.